Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown poly - unknown. Unknown - unknown patella - unknown. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 9 years post-op, the patient was revised due to tibial loosening. The tibial component exchanged. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available radiographs revealed right knee arthroplasty components are anatomically aligned. There is no evidence of implant loosening or other abnormality. There is a single screw fragment within the proximal tibia. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.